Event description:
When the surgeon attempted to remove the femoral inserter from the stem, the two pegs on the inserter became stuck in the stem. The force it took to remove the inserter from the stem cracked the patient's proximal femur. Surgery time was extended approximately 45 minutes while the femur was cabled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.